Event description:
It was reported that upon the device arrived, it was noted that the vial seal was punctured, the sterile barrier of the device was damage. The patient was not present when the event occurred.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Blockvh6: device code a1801 captures the reportable event of contamination within device.